Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/20/25, it was reported by a sales representative via email that during an allograft acl reconstruction case, the tightrope mechanism failed from an ar-1588al-cp2 allograft graftlink implant system. After drilling the tunnels and achieving preliminary graft tension, the surgeon proceeded with final tensioning on the femur. During this step, a pop was felt, and the tensioning sutures slid freely around the rt button. Upon inspection, the graft lost tension, and pulling on the tightrope confirmed a mechanism failure, as the suture slid out completely. To complete the case, the allograft was removed and re-prepped on the back table using new implant. While no harm was caused to the patient, this issue resulted in an additional 40 minutes of case time.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/18/2025: the patient remained under anesthesia for an additional 40 minutes due to the case delay.